Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a broken battery compartment on the insulin pump. Customer stated that the metal part had separated and it was hard to remove the battery. Customer had to pry it off. Customer's blood glucose level was 434 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per hlth care professional's instructions. No additional info provided.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Insulin pump received with broken reservoir tube lip, broken battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.